Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed bruising along with an itchy irritation. The patient's physician recommended using a cream, name not given. The irritation improved after using cream as suggested by the doctor.